Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was damaged and it was difficult to charge the pump battery. Customer's blood glucose was within range (value not provided). The customer was provided another usb cable but the issue persisted. Reportedly, the customer reverted to alternate insulin therapy.